Event description:
Patient was referred for a generator replacement. The clinic notes received for the replacement reported that the patient has experienced weight loss and has been slightly symptomatic, so the patient's pulse width was lowered. No other relevant information has been received to date.

Event description:
It was reported by the patient's surgery facility that they no longer have the explanted generator.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.